Manufacturer narrative:
Unique device identification (UDI) is unavailable. The axiem communication cable was returned for evaluation. The issue could not be duplicated. The returned cable was found to be in good condition with no apparent physical damage. The cable also passed a continuity test with no opens or shorts detected. No problem was found. Device manufacturing date is unavailable. A manufacturer representative went to the site to test the equipment. The axiem communication cable was replaced. The navigation system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for a catheter placement procedure. It was reported that there was an axiem communication error. The site was having issues with the axiem communication. It was noted that it kept getting disconnected while in use. It was indicated the site had two navigation systems and one single axiem box that was shared. There were no issues noted when using their secondary navigation system and only when using this system. There was an attempt to try and change the usb port on the computer with no change. It was noted the surgeon had aborted navigation and placed the shunt manually. There was a five minute delay before the case was completed. There was no impact to the patient.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.